Event description:
It was reported that they had a broken desktop charger connector pin. They did not have the desktop charger with them at the time of the call. They will call back with desktop charger. See (B)(4) for the below info they mentioned the patient has broken many of them since day one.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been captured in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received that regarding the broken desktop charger connector pin. Caller added that the patient tripped over something and that the charging pin broke off inside the implantable neurostimulator recharger (insr) charging port and there was no way to take the charging pin out of the insr. Agent reviewed insr to wr process and offered to help transition the patient to the wireless recharger. Additional information has been received that they said they already got the wireless recharger (wr) and know how to use it. They will just start using the wr. The metal pin of the desktop charger that broke was from the new one they just received from april. They had already sent the damaged one prior back. Since they are not sending a replacement for the newly damaged dtc/ac power supply or recharger, agent told them they didn't need to send it back.